Event description:
Treatment of an avm. It was reported the patient was treated with three vials of onyx via one marathon catheter. At the end of procedure, it was difficult to remove the catheter and the patient experienced subarachnoid hemorrhage. The patient condition was reported as recovering and no other complications were reported. Same event as MDR# 2029214-2011-00330.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved: model: 105-7100-080/9375188 - (B)(4).